Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy, in colon transection, the device was able to fire but the patient had bleeding. To resolve the issue, an electric scalpel was used for hemostasis.